Event description:
The iab was inserted into the pt on 4/22/97 at 11:00 a.m. The dr had difficulty inserting the iab. Poor augmentation was noted. On 4/22/97 at 4:00 p.m., the iab leaked. The iab was removed and a second was inserted. As a result of the event, there were bleeding complications. On 6/23/97, datascope was notified that the iab was discarded and would not be returned for eval. (Event complications: there were bleeding complications) reported 6/18/97. (Pt's current status: discharged-rpt'd 6/18/97.)